Event description:
Our rep is reporting that the facility reported to him that on several shoulder repair occasions, over a course of time, metal shavings from two drill guides went into the respective pt's joint space. It was not articulated if all of the debris was suctioned out. There were no times of events given. The cases were concluded successfully without further incident or harm to the patient. The devices were disposed of.

Manufacturer narrative:
Nothing is being returned and no lot numbers have been supplied, both of which preclude conducting an evaluation. However, in any event we believe that this type of event is most likely technique related, extensive lab testing has shown that under normal conditions the reported event mode could not be duplicated, however, under extreme conditions, that is when the drill guide was bent during drilling with a drill bit, this caused the drill bit to rub against inner surface of the bent drill guide causing some metal to shave off of the drill guide, the reported condition was them duplicated. There has been some manufacturing processes changes made to subvert and or greatly reduce this type of event. Mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.